Event description:
Prior to a ptca treatment procedure, the maverick otw balloon ruptured. The balloon was being prepared and burst at prep, prior to insertion into the patient's body. No patient injuries or complications were reported. Patient status is reported as 'good'.